Manufacturer narrative:
(B)(4). Patient age estimated. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified. The other xience xpedition is being filed under a separate manufacturing report number.

Event description:
It was reported that during a procedure of the ostial left anterior descending coronary artery (lad), accessed through a 6f guide catheter in the wrist, two side by side 2.75 x 23 mm xience xpedition stent delivery systems (sds) were being advanced when the shafts separated into two pieces. A kelly clamp was used to grab the broken shafts and retrieve the devices. A 2.5 x 23 mm unspecified stent with rotoglide lubricant were used to advance the stent system through the guide catheter. The stent was implanted with an excellent final outcome. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.